Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that a minimum fill notification occurred. Reportedly, the customer was not sure of the amount filled in the cartridge. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer did not address high bg. A new cartridge was loaded to resolve both the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.